Manufacturer narrative:
B5; additional information received: it was confirmed that there was no damage noted to the delivery system or device packaging prior to insertion into the patient. The deployment steps were followed per the instructions for use ( IFU). Film evaluation summary: the reported deployment difficulty could not be confirmed based on the limited films provided; therefore, the cause of the event could not be determined. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiogram videos showing the advancement of the delivery system and deployment attempt were not provided for assessment of the event. It is possible that the patient's severely tortuous thoracic aorta may have contributed to the event, but this could not be confirmed. Photo evaluation summary: two (2) images were received for review. The images show the device with the external slider partially retracted. The graft cover is curved and snaking along its length. The graft cover marker is located over the first stent graft ring with the free-flo stents exposed. The free-flo stents are secured in the tip capture release mechanism. The reported deployment/expansion difficulties were confirmed on image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a ruptured 35mm thoracic aortic aneurysm. It was reported during the index procedure, the handle of the delivery system was rotated but the stent could not be deployed. A replacement non-mdt stent graft was used, and treatment was complete. Per the physician the cause of the deployment issue was not specified. No additional clinical sequelae were provided, and the patient is fine.